Event description:
Distributor reported: we have found foreign matter inside of the sterile pouch. No additional information provided.

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample was available for evaluation and forwarded to the center for spectroscopy and imaging to baxter round lake for analysis. Visual inspection and stereomicroscopic examinations revealed the presence of a purple fiber, approximately 2.3mm in length on the device tab within the inner pouch. Ft-ir analysis produced a spectrum consistent with polyester. Batch review was performed and no instances of scrap or rework for foreign material was reported for this lot and the release product met all specifications and requirements. No trend was identified. (B)(4) has been opened to investigate these occurrences. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially in the lumen of devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the sample.